Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 087 alarm was emitted. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation:the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box data and alarm history revealed cs 087 call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) at start-up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed that the display was discolored and the battery compartment was cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.